Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple shocks due to noise on the right ventricular lead. Noise was reproducible with isometrics. The patient was admitted to the clinic. Upon fluoroscopy, the lead had externalized conductors. During extraction, the lead broke. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.